Manufacturer narrative:
(B)(4). It was reported that this has occurred multiple times. But no estimate on the number of occurrences was provided. Device evaluation: complaint verification testing could not be performed because an incorrect complaint sample was returned for analysis. The customer returned one guide wire in an advancer assembly and one introducer needle. The guide wire measured 45 cm in length, 0.018" outer diameter, and with a kink at 3.8 cm and offset coils at 5.6 cm from the distal end. The returned guide wire does not meet the specifications of the guide wire in this kit with a length of 60 cm and od of 0.025". Visual examination revealed that the needle cannula was atypical and confirmed that it does not match the introducer needle in this kit. Additional information and/or clarification were requested on this issue but no response was received. Device history record review could not be performed since a lot number was not reported and one was not available. The potential cause of the guide wire kinking could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4). It was reported that this has occurred multiple times. But no estimate on the number of occurrences was provided.

Event description:
It was reported the procedure was performed in the emergency department. The physician described upon insertion of the 18 gauge introducer needle to cannulate the vein, the guide wire got hung up when pulling back the needle. This resulted in having to remove the needle and guide wire from the patient and re-stick the patient. It was noted that the guide wire became kinked. There was a delay in treatment and no patient death or complications reported.